Manufacturer narrative:
The customer reported that their g9 is not showing any cardiac output, continuous cardiac index, as well as the svr readings. The customer also reported that they just see dashes instead of the said measurement. This issue was discovered while the patient was on the operating table. No harm or injury occurred. During the initial troubleshooting the nk clinical team was suspecting that the issue is connected to the malfunction of the 3rd party edwards machine.

Event description:
The customer reported that their g9 is not showing any cardiac output, continuous cardiac index, as well as the svr readings.